Event description:
The patient experienced a shocking sensation when he pressed firmly on one of his extensions; he turned off his neurostimulator because of this. The patient was seen in the clinic in 2008, and the impedance values for the left vim stimulator all indicated >4000 ohms with <15 current; his tremor was not controlled in his right hand. According to the patient, those values were consistent with the findings from his previous appointment. The impedance values for the right vim stimulator were all within normal limits; he got adequate tremor control in his left hand. The lead and extension for the left side were replaced due to breakage; the neurostimulator was replaced for battery depletion. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The neurostimulator, lead, and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.